Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, while trying to select the target vessel by torquing the guide wire, the tip of the wire became entrapped in the posterolateral branch. The guide wire was manipulated until it fell off. Reportedly no pt injury occurred.